Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, no issue was observed. The watermark was observed at the base of the sensor tail indicating sensor tail was inserted properly. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. De-cased sensor and poor soldering on the battery was observed upon visual inspection of the printed circuit board assembly (pcba). Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. The passing of functionality testing is an indication that there were no issues with sensor functionality, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor readings compared to readings from a built-in precision meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. A non-healthcare professional provided food and fanned the customer when they regained consciousness. There was no report of death or permanent impairment associated with this event.